Manufacturer narrative:
Date rec'd by MFR: 25jul2019. Date of this report: 29jul2019. The manufacturer¿s field service engineer confirmed the reported extended self test with a prv failure issue. The field service engineer remotely confirmed with customer, and customer indicated that it was a circuit issue and issue is resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01may2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted technical support (ts) stating that unit failed extended self test (est) with a pressure relief valve (prv) failure. The customer reported there was no patient involvement. Event date not specified: estimate used.